Event description:
Customer reported the alarm has no power. Customer did not provide the date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the alarm powered on during all three attempts. However, there is a compressed battery spring inside the battery compartment. The alarm sounds as it should when weight is off the sensor pad. If the sensor cable is moved while weight is on the pad, the alarm sounds continuously. The aqualert water indicator label shows exposure to moisture. (B)(4).